Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a consumer regarding a patient receiving dilaudid (hydromomrphone) 25mg/ml with an unknown total dose via an implantable pump for spinal pain. It was reported on 2016-dec-08 a motor stall was seen at initial interrogation and patient did not recently have an magnetic resonance imaging (MRI). Pump status and/or event log reported motor stall occurred. It was noted a motor stall and recovery occurred. Healthcare professional (hcp) reported the patient's pump had stalled and recovered 5 time, and it was noted each of the motor stalls had lasted 10-20 minutes long before recovering. Potential electromagnetic imaging (emi)/magnetic sources were reviewed. It was reviewed to first ask patient further questions to try and rule out environmental causes that could be causing the pump to stall. It was reviewed typically short motor stalls are due to emi or magnets so they would want to truly rule those out before other considerations. It was reviewed that ID magnets, emi, and MRI is ruled out then they would have to consider replacing the pump. No symptoms reported. It was noted first motor stall/recovery occurred on (B)(6) 2016, 3 motor stall/recoveries occurred on (B)(6) 2016, and last motor stall/recovery occurred on (B)(6) 2016. Patient later reported getting pump refilled at home. It was stated hcp refilled today ((B)(6) 2016) and stated that patient's "pump is shutting off and restarts after 5 minutes." Patient stated it is done it 5 times. Patient stated it started or ended on (B)(6) 2016, but could not remember. It was verified it was december 2016. Patient was to follow up with hcp and patient stated he did that. It was noted patient spoke with the girls in the office and they contacted hcp. Patient stated hcp will not be in next week and stated hcp told patient to call manufacturer and take care of it himself. It was reviewed troubleshooting cannot be done over the phone and this has to be handled in the office in person. Patient noted the girls told him the pump will need to be replaced. It was reviewed patient will need to work with hcp about that. It was reviewed patient can let the hcp office know patient called manufacturer and was redirected to hcp office.